Manufacturer narrative:
Product event summary: the 4fc12 of lot number 0012787747 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. The returned dilator was inserted into the returned sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. The dilator luer and tip was intact without any issue. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported adverse event of fistula and bleeding could not be substantiated by physical product analysis, the sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient underwent left femoral vein puncture with two needles and right femoral vein puncture with one needle. After administration of anticoagulant, and the patient's vital signs were stable an interventricular septal puncture was performed successfully. A guidewire was placed in the left superior pulmonary vein, and additional anticoagulant was administered. Pulmonary venography was conducted. During the replacement of the 4fc12 via the femoral vein under guidewire guidance, bleeding began to spurt from the patient's femoral vein. An arteriovenous fistula was suspected, and immediate removal of the 4fc12 was recommended, followed by a 30-minute observation period. The procedure was aborted, and the patient was not under general anesthesia. Compression therapy was performed and the patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.